Manufacturer narrative:
(B)(4).

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 36 mg/dl on advantage system 1, 106 mg/dl and 107 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.